Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician confirmed the reported battery and airflow issues. The manufacturer¿s international service technician replaced the lithium ion battery to address the reported problem. The flow sensor assembly was replaced to address the airflow issue. The unit was checked overall, run in tested, cleaned and functionally tested and presented with no abnormalities a gas delivery system (gds) was return for analysis. The gas delivery system assembly was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the date of manufacture on the lithium ion battery showed an indication failure and failed the airflow accuracy test (pvt test 5) at the zero slpm setting. It was reported that there was no patient involvement.